Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the device had foreign materials in auxiliary water channel, control section and air water channel, corroded air water cylinder, nozzle, light guide lens and noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image was due to the corroded scope connector, and the corroded air water cylinder, nozzle and light guide lens was due to a component failure. However, the probable cause of foreign materials in auxiliary water channel, control section and air water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.